Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Due to unavailability of power pcba and system pcba the device is not repairable. The customer has been advised and provided a loaner device. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device had an error code indicating a failure to complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker further evaluated the issue and determined the root cause was due to end of life issues. The method and conclusion codes have been updated.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device had an error code indicating a failure to complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.